Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of pump off and low flow alarms messages and atypical pi values being displayed on the system monitor were not confirmed. The submitted controller event log file contained approximately 2 days of data (28jan2023 ¿ 30jan2023 per the timestamp). The log file data did not indicate any issues with the equipment. The reported alarms on 30jan2023 were not captured in the log file. The pump maintained a speed above the low-speed limit throughout the log file. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate system monitor, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate system monitor was shipped to the customer on 08apr2010. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump off and low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system monitor. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient observed pump off and low flow alarms on the system monitor around 3:00am on (B)(6) 2023. Audible alarms were not active and the patient's controller was not alarming. The monitor was switched at the time of the event and there were no further issues. The patient remained asymptomatic. Log file review did not capture any unusual events. There had been no reoccurrences of the event as of 1(B)(6) 2023.